Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The pump was received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 84mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.